Event description:
Post knee procedure the catheter broke inside the pt leaving a fragment. An arthroscopy procedure was successfully performed for the removal of the fragment in 2005 - the same day of the breakage. The pt is currently doing fine and had no other adverse events related to the incident.